Event description:
At approximately 1pm customer reported device = 151mg/dl. Two hours later customer passed out. Customer's device = 30mg/dl. Paramedics were called. Glucose solution was administered and customer was transported to hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.